Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The physician believed that the patient had a dysfunctional ipg that was causing excessive heating. The patient underwent a revision procedure wherein the ipg was replaced with a new one. Malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to experience jolting or gave him pocket pain/burning pocket was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to experience jolting or gave him pocket pain/burning pocket was not duplicated or confirmed.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The physician believed that the patient had a dysfunctional ipg that was causing excessive heating. The patient underwent a revision procedure wherein the ipg was replaced with a new one. Malfunction was suspected. The patient was doing well postoperatively.